Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "item # 5570-t-080 was found not functioning properly when checking instruments in to the stryker missoula office. The moving components wouldn't un-stick after lubricating."